Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The small grasping retractor instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation related to customer reported complaint: the instrument was found to have a frayed pitch cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the instrument developed a broken cable. The instrument could not be closed nor manipulated. The procedure was completed with a backup laparoscopic instrument, with no reports of patient injury.